Event description:
It was reported that approximately four months post op, patient fell down the stairs of their basement. Soon after they began to experience back pain and tingling on their anterior right side down to their foot. A revision surgery was performed approximately 12 months post op to replace a broken screw.